Event description:
According to the reporter, during the cesarean section procedure, the physician made one stitch on tissue and had the needle get through the loop, tying it up, then the loop broke. The procedure was completed with another device. No harm was caused to the patient.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of four devices. The visual inspection of the sample noted four sutures and four needles. It was observed, under magnification, that the loop of each of the four samples appeared to have split under tension. Upon microscopic inspection, evidence of material transfer was found at the weld site of each loop. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate. If information is provided in the future, a supplemental report will be issued.